Event description:
It was reported that during the procedure in the mildly calcified and tortuous right coronary artery (rca), direct stenting was performed using a 3.0x12 promus stent delivery system (sds). The stent was deployed in the distal rca. A 3.0x8 promus sds was advanced for treatment of the proximal lesion in the rca. During advancement, the sds was advanced beyond the proximal target lesion to the previously implanted stent in the distal segment. The physician decided that the 3.0x8 stent would not be long enough for the lesion; therefore, an attempt was made to withdraw the sds. During withdrawal, the stent dislodged from the sds. It is not known if the stent became caught on the previously implanted 3.0x12 stent. An unsuccessful attempt was made to retrieve the stent using a non-abbott balloon followed by an unsuccessful snare attempt. Three non-abbott guide wires were advanced into the vessel. The guide wires were torqued causing the guide wires to tangle in an attempt to capture the stent; however, one of the guide wires fractured inside the stent. The attempt to retrieve the stent using the guide wire was discontinued. A non-abbott balloon was advanced to the side of the stent and the balloon crushed the stent to the vessel wall. A 3.0x18 promus was deployed covering the crushed stent. A 3.0x12 promus stent was deployed at the proximal segment of the rca for successful treatment of the lesion and a dissection. Reportedly, the dissection was caused by the deep seated unspecified guide catheter. Post dilatation of the 3.0x18 promus stent was performed successfully using a non-abbott balloon. There was no adverse patient sequela. Patient condition is reported as okay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: pt2. Stent: 3.0x12 promus. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Potential causes for stent dislodgement, may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use. All stent delivery systems (sds) are inspected for profile dimensions, proper stent placement and crimped stent outer diameter. In addition, as part of product release testing, a sampling of units is destructively tested for stent dislodgement force. During advancement of the 3.0x8mm, the sds was advanced beyond the proximal target lesion and appears to have interacted with the previously implanted stent in the distal segment which appears to have resulted in the difficulty to remove as the physician decided the stent was not long enough to treat the lesion. The stent dislodgement, difficulty to remove, device embedded in vessel wall and additional therapy/ non-surgical treatment appear to be related to the operational context of the procedure. Although a conclusive cause for the reported patient effect and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency. The reported dissection is listed in the promus instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the promus was advanced without pre-dilatation. It should be noted that the IFU states to pre-dilate the lesion with a percutaneous transluminal coronary angioplasty (ptca) catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the promus stent. However, it was determined that the dissection was related to the deep seating of the guiding catheter. Additionally, the stent dislodgment was likely related to the interaction with the previously implanted stent. A search of the lot history record indicated no related nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the investigation, there is no indication of a product quality deficiency.